Event description:
During index procedure the pt had two endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. During index procedure a dissection occurred. Approximately 5.5 months post index procedure the pt was rehospitalized. Repeat ptca of target lesion was performed (ballooning/drug eluting stent). Reason for re-ptca was restenosis. The procedure was successful. The investigator indicated that the reported event was unrelated to the study stent. Pt was asymptomatic at six month f/u. (Ref MFR # 9612164201101095).

Event description:
Investigator assessed that the previously reported target vessel revascularization approximately 5.5 months post index procedure was probably related to the study device. During the revascularization procedure the patient had an endeavor stent implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): dissection/tvr.